Manufacturer narrative:
Qn#(B)(4). The device history record review for the product hemolok l clips 3/cart 42/box, lot number 73c1500434 investigation did not show issues related to the complaint. The device sample investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that during surgery the hinge of three clips were broken. No clips fell into the patient's body. There was no reported patient injury.

Manufacturer narrative:
(B)(4). One (1) clip of catalog number 544243 hemolok l clips 3/cart 42/box was received, it looks used, no original packaging was received, and lot #was not confirmed. During visual evaluation the single clip is missing female bosses & hinge broken. Failure mode broken at hinge was confirmed with sample received, however it's unknown why the female bosses are broken & hinge. Functional inspection could not be performed due to physical condition of sample (single clip with female bosses & hinge broken). The sample received exhibited the defect reported by the customer broken at hinge during visual inspection. However; the root cause for this issue is considered unknown due to sample was received with alternate condition; female bosses are broken. A corrective action cannot be established; sample condition is damaged and therefore; a more concrete evaluation could not be performed. We will continue to monitor trending of similar complaints.

Event description:
Alleged event: it was reported that during surgery, the hinge of three clips were broken. No clips fell into the patient's body. There was no reported patient injury.